Event description:
It was reported that there was a navigation inaccuracy during a tlif procedure with a spinemask tracker at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that there was a navigation inaccuracy during a tlif procedure with a spinemask tracker at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device and data log files were not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device or the data log files.

Event description:
It was reported that there was a navigation inaccuracy during a tlif procedure with a spinemask tracker at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A concomitant device was added.